Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that by inserting the angio-seal device involved into the sheath, the whole system locked and could not be separated. The doctor pulled out the whole system and stopped the bleeding by manual compression. There was no further harm or injury to the patient. The procedure performed prior to use of closure device was a percutaneous coronary intervention (pci) using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition. There was no harm to the patient. Hemostasis was achieved by manual pressure. There were no other devices or equipment used with the reported product. Additional information was received on 26 jan 2022: it was reported that the blood loss was less than 250cc's.

Manufacturer narrative:
H6: investigation findings - 114 is based upon evaluation of the user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with the header bag. No other components were returned for evaluation. The returned device was subjected to visual analysis. The device cap was found to be in the forward lock position. The bypass tube was found dislodged and located proximal to the manufactured slit on the carrier tube shaft. Blood like substance was found on the collagen. No other visual anomalies were noted with the device. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.0803 inches. All measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. The hemostasis sheath was not returned. Based on the returned device, the complaint could be confirmed for insertion difficulty experienced by the user. The carrier tube was dimensionally tested, and no anomalies were noted. No definitive conclusion can be made regarding the cause of the insertion difficulty, but it is likely that the carrier tube was attempted to be inserted without holding the bypass tube. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.